Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained when the medical surveillance specialist contacted the patient with follow-up questions. The patient reported that the alleged inaccuracy issue with the subject meter started on the evening of (B)(6) 2017, when he obtained an alleged inaccurately high blood glucose result of ¿294 mg/dl¿ on the subject meter compared to ¿104 mg/dl¿ an unknown meter, performed within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages his diabetes with insulin pump therapy. He reported that on the evening of february 21, he took his usual dose of novolog insulin (including sliding scale). He alleged that 4 or 5 hours later, at around 11pm or midnight, he developed symptoms of ¿sweating and not aware of his surroundings¿ and another case of ¿hypoglycemia¿ at around 2am on (B)(6). He reported that his wife administered a glucagon injection to treat his symptoms. He also reported that the same issue occurred on (B)(6) 2017. During troubleshooting, the cca noted that the subject meter was set to the correct unit of measure and the patient had used an approved sample site to obtain the blood samples. The cca confirmed that the patient¿s test strips had been stored correctly, were within expiry date and the test strip vial was not cracked or broken. The patient walked the patient through a control solution test and the result fell outside the range expected. The patient¿s products were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event, after the alleged product issue began.

Manufacturer narrative:
The test strips involved with this complaint failed testing. The reported issue was confirmed. The additional tests performed on the test strip vial and the desiccant were to check the structural integrity and for a possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture than expected from normal use (as per product labelling). A device history record review was also performed on the subject test strip lot. The review did not identify anything that could adversely impact product performance or function. The meter has passed all testing with no faults found. The reported issue could not be confirmed.